Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# unknown, implanted: 2013-(B)(6), explanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that there was a suspected pump malfunction. In the last month, a partial stop of the infusion was noticed ¿due to a not better described malfunctioning.¿ the system will be revised and in case of a malfunctioning confirmed the affected component will be replaced. It was unknown if diagnostic testing or troubleshooting was performed, nor if the cause was determined or if the issue was resolved. It was unknown if the patient had any symptoms or complications associated with this event. At the time of the event the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested. It was further reported that the system was reviewed on (B)(6), 2014. A catheter kinking in the spinal segment was noted. It was decided to replace both the pump and the catheter. The patient was now receiving effective therapy.